Event description:
It was reported that the patient's implantable cardioverter defibrillator was unable to be paired to the transmitter post-implant. Multiple unsuccessful attempts were noted. The device had previously been interrogated at implant and after device implant. Session record review noted no rf telemetry errors. No other anomalies were reported. No intervention reported. The patient was stable throughout and will be monitored.